Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that insulin pump delivers bolus without prompt from him. Customer states that the boluses that are delivered are delivered in incorrect amounts. Customer was requesting a brand new pump. Customer will call back when he finds out what pump does. No further information provided.